Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00223; 0001526350-2023-00224; 0001526350-2023-00226. Review of the most recent repair record identified the following related repair: the cutter failed the test cut and was returned as is to the customer review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during maintenance the cutter was damaged. There was no patient involvement. Upon evaluation, it was found that this cutter did not pass this sample graft cut test. Due diligence has been completed and there is no additional information available. No adverse events were recorded as a result of this malfunction.